Manufacturer narrative:
The event recorded by zimmer biomet under (b)(40. The product evaluation in progress. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the device was sent in for maintenance and repair is identified f or defective motor, defective needle bearing and damaged cable . No patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). It has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Event description:
No additional event information available.